Event description:
The sales rep reported that while counting the patties just before closing the dura, clinicians could not account for 2 patties (only found 8 out of 10 in package). They then took the 8 patties and x-rayed them to verify x-ray visibility. They could not see the patties/string under x-ray; therefore, could not verify if 2 patties were left in the patient. Also x-rayed patient and did not see patties. They were concerned that the product description in the brochure states radiopaque but the packaging does not state radiopaque. They asked rep if codman sells non-radiopaque patties. Rep advised that we do not. Rep stated that the patient underwent additional anesthesia and that event delayed surgery by 45 minutes. Rep will get more information regarding 2 missing patties that could not be found anywhere after dura was closed. There is no product to return.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.